Manufacturer narrative:
Follow-up # 1 date of submission 02/12/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2015 with the following findings: during testing, the pump powered on and the display was found to be blank. The pump case was removed and the display screen was found to be cracked. A test display was inserted and found to function properly. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked along the side on the threads and below the bumper pad. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached/missing. The complaint that the display was dim, faded, and/or dim was not able to be adequately investigated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.